Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316, lot #: 19554979, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was having an infection at the ipg site. Symptoms were redness and pain. The physician believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1132((B)(4)) device evaluation indicated that the ipg passed visual and residual gas analysis performed. Sc-2218-50((B)(4)) device evaluation indicated that the lead was cleanly cut into two pieces. The damage to the device was similar to the typical explant damage and was not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4316 (ln19554979) device evaluation indicated that one of the clik anchors has damaged eyelet, and no silicon material from the damaged eyelet is missing. A review of sterilization records found them to be satisfactory.

Event description:
A report was received that the patient was having an infection at the ipg site. Symptoms were redness and pain. The physician believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.